Event description:
According to available information, this device required explantation due to failure to deflate. The device was not able to deflate so it was ruptured and removed. No other adverse patient effects were reported.

Manufacturer narrative:
A folysil catheter was returned for analysis. The returned device was examined and it was noted the balloon was burst and the stylet was bent. A silicone balloon burst could come from various causes. In this case coloplast can not identify a specific root cause as insufficient information has been provided to do so. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.